Manufacturer narrative:
Date of event: the initial report did not include the information, date of event of (B)(6) 2015 which was known when the initial report was submitted. Date received by manufacturer: in the initial MDR report, the date aware of (B)(6) 2015 was provided. The date aware should have been (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). On 11/6/2015, through follow up with the field service specialist (fss), he stated as this issue is an intermittent problem so far two pieces has been exchanged on the unit and accompanying surgery but the problem returned. On 11/16/2015, through another follow up, the fss explained that he visited customer site and replaced all parts involved in the error 2011 because this error happens just in the intermittent way. Fss replaced the instrument manager, subsystem board, network adapter printed circuit board assembly (pcba) and modified ethernet cable. No further issues were noted. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities and that the system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported error 2011 (error getting version strings from instrument host) occurred on the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.